Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The mother of customer reported a high reading issue with the adc device. The mother reported unspecified high sensor readings, with customer displaying symptoms of trembling and weakness in legs. The mother treated customer with sugar-water for hypoglycemia. Please note that during troubleshooting it was mentioned sensor was used with unapproved, third-party application. There was no report of death or permanent injury associated with this event.